Event description:
It was reported the cook bakri postpartum balloon with rapid instillation components¿ leaked from the drainage port during treatment of postpartum hemorrhage (pph) secondary to uterineatony. Following a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components¿ was used for treatment of postpartum hemorrhage (pph). The patient experienced an estimated blood loss of 500ml. The balloon was then placed into the patient and inflated with fluid when leaking was noted of the drainage port. The user replaced the device to complete the procedure and hemostasis was achieved. The total estimated blood loss was 580 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
. E1 - phone number: (B)(6). E1 - second email: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.